Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the implant, the patient experienced contracted mesh, migrated mesh, mesh erosion into viscera, fibrotic scar, pain, nerve damage, recurrence, and adhesions. Post-operative patient treatment included revision surgery, partial removal of mesh, hernia repair with new mesh, removal of stitches, removal of left iliohypogastric/left ilioinguinal nerve and spermatic cord.